Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1l9ry, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that there were local signs of infection and the lead was removed. The issue was reported to be resolved. No further complications were reported or anticipated.